Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of a pta balloon dilatation catheter, balloon fibers were found allegedly peeled. Reportedly, upon pulling of the fibers, a slit was allegedly discovered. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device and two electronic photos were returned for evaluation. A visual inspection found peeled pebax on the balloon, with a portion of the pebax detached from the device. Therefore, the investigation is confirmed for peeled pebax. A diagonal cut was noted in the balloon, through both the fibers and balloon material. The cut did not extend through the entire balloon diameter, and the inner guidewire lumen was not cut. Therefore, the investigation is confirmed for a cut in the balloon material. However, the investigation is inconclusive for the reported rupture as the balloon was not able to be inflated due to the cut. Additionally, the investigation is inconclusive for the reported retraction issue, as the device was unable to be functionally tested. It is unlikely that the identified cut in the balloon is manufacturing related. During manufacturing, all catheters are 100% inspected and leak tested at pressure check. All catheters were folded and normalized and sampled at qc for visual and operational defects. The definitive root cause for the identified issues could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that upon removal of a pta balloon dilatation catheter, balloon fibers were found allegedly peeled. Reportedly, upon pulling of the fibers, a slit was allegedly discovered. There was no reported patient injury.